Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device showed treatment disabled. There was no patient involvement. Remote support from the customer care solution center was received, during which the customer was guided to perform a self-inspection. The device passed all tests returning the device to normal use. The device remains at the customer site and no further evaluation is warranted at this time.